Manufacturer narrative:
Updated fields: d4 expiration date, d8, d10, h2, h3, h6, h11. The device was returned to olympus for inspection. Upon receipt and inspection of the returned device, it was discovered that the circuit board had failed. The customer's originally reported failures of beeping and blackout upon startup were confirmed, and attributed to the failure of the circuit board component. Based on the results of the investigation, a root cause for the failure of the circuit board could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit exhibited a beep sound alarm when starting up and a blackout during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited a beep sound alarm when starting up and a blackout during maintenance. There were no reports of patient involvement.